Event description:
Pentax medical became aware of a customer reported on (B)(6) 2022 stating "scope not supported" error and then the lights went out during a procedure involving pentax medical video colonoscope model ec38-i10cl, serial number (B)(4). The patient on the table was woken from anesthesia, and put back under while problem was addressed. The user tried plugging the endoscope into three(3) other processors, but could not get the lights to function. Multiple good faith effort attempts were made via email on (B)(6) 2022, (B)(6) 2022, and the user responded to our (B)(6) 2022 attempt stating that one of their team members will complete the questions for us, but as of today 19-may-2022, we have not received any additional information. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
(B)(4). The customer owned endoscope was received by pentax medical for evaluation on 25-apr-2022. The endoscope was inspected by pentax medical service under work order 3141520 and the service technician was able to confirm the customer complaint and documented the following inspection findings: scope leak test function: wet leak test pass, scope electrical test function: dst electrical safety test pass, scope electrical test function: plct electrical safety test pass, cmos-m w/drive pcb: fluid damage, cmos-m w/drive pcb: over saturation, objective lens: cracked, lg connector assy: fluid damage, lg connector assy: corroded. The device will undergo repairs components and be returned to the customer once completed. On 19-may-2022, a device history record(DHR) review for model ec38-i10cl, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at the miyagi facility on 24-dec-2019 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-dec-2019. Model ec38-i10cl, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 24-dec-2019. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: after completing the acceptance inspection, it was found that there was fluid intrusion inside the location of the pve connector. We did a good faith effort three times but did not receive a reply from the hospital. We checked the returned unit and confirmed that the cmos-m with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the cmosm with drive pcb fluid damage, the lg cable connector fluid damage, the objective lens unit cracked, and the lg cable connector corroded. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Refer to section h10 for additional information.